Manufacturer narrative:
Root cause: according to the surgeon, the root cause of the reported issue of lens damaged in insertion instrument is related to a possible loading error. (B) (4).

Event description:
The physician reports that the crystalens haptic broke off in the crystalsert lens injector system. Intervention was performed in order to enlarge the incision, remove and replace the lens, and suture the incision. A second iol was implanted successfully. Reference MDR # 2031924-2010-00089.